Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (disease progression, iliac artery dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression, iliac artery dilatation).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 13 years ago. Aneurysm and vessel morphology from the time of implant are unknown. During a routine follow-up the CT revealed that there was a distal type I endoleak on the contralateral side (left) which was attributed to disease progression with iliac limb dilatation. Currently the native left iliac artery distal to the stent graft measures 28 mm in diameter. The physician elected to treat the patient with endurant extension 1613156 and the distal type I endoleak was successfully resolved. No additional clinical sequelae were reported and the patient is fine.